Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for a stroke and high blood glucose of 1800 mg/dl. Customer indicated that this incident was 2 years ago and wanted to report it. Troubleshooting was declined. No further details given.